Event description:
During an in-clinic follow-up, the device was found to be in backup vvi mode (bvvi), resulting in high voltage therapy being disabled. The cause of the bvvi was due to the device has not been programmed prior to a magnetic resonance imaging (MRI). Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable with no consequences.